Manufacturer narrative:
On february 5, 2015, additional information was received stating that this catheter (lot #: 17005107m) was working as designed. The physician felt the smart touch catheters are stiff by design. In the 3500a initial report it was also mentioned that in this same procedure, there was noise when using smart touch bidirectional catheter (lot #: 16088434m). However, ECG signals were available to monitor the patient¿s heart rhythm. This catheter was then replaced and the issue resolved. This catheter did not enter the patient's body. This noise complaint reported was not indicative of a reportable event. The device was returned and was analyzed. The returned device was visually inspected upon receipt and one of the connector pins was bent. The pin was tried to be put back to its original position but it broke off. Then per the reported event, an electrical test was performed and catheter passed. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. All the catheters are inspected for visual damages before packaging. On line inspections are in place to prevent bent pins from leaving the facility. The customer complaint cannot be confirmed since the broken pin did not affect the catheter electrical functionality. Manufacturer's ref. No: (B)(4). It was reported that a patient, (B)(6), male , underwent an idiopathic ventricular tachycardia - right (r-idvt) procedure with a smart touch bidirectional catheter, suffered a cardiac tamponade. There was difficulty in manipulating the catheter as the physician stated that the catheter was stiff. Post ablation a perforation of the right ventricular base was noticed as the patient's pulse dropped. The perforation was confirmed by a transthoracic echocardiogram. A pericardiocentesis was performed and a pig tail was left in the patient. Approximately 1000 ml of fluid was removed. Heparin was reversed. The patient did require hospitalization and intervention. The patient was reported to be in critical but stable condition post transfer to the ICU. (Lot #: 17005107m) the returned device was visually inspected upon receipt and it was found in normal conditions. Per the event, the catheter was tested for electrical performance, temperature response and stockert compatibility and it was found within specifications. Furthermore, an irrigation test was performed and the catheter passed, no occlusion was observed. The catheter was also evaluated for carto 3 and the catheter was recognized by the system, no error messages were displayed and the catheter was properly visualized. Finally, a deflection test was performed and the catheter passed. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The catheter passed all specifications. The root cause of the perforation remains unknown. The IFU states that careful catheter manipulation must be performed in order to avoid cardiac damage, perforation or tamponade.

Manufacturer narrative:
The bwi failure analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. Concomitant product: 1.carto 3 system, model #:m-4800-01, serial #:(B)(4). 2.stockert 70 system, model #: m-5463-01, serial #:(B)(4), 3. Cool flow pump, model #:m-5491-02, serial #:(B)(4), 4. Smart touch bidirectional, model #: d-1327-05-s, lot #:16088434m. (B)(4). As the physician stated that the catheter was stiff. Post ablation a perforation of the right ventricular base was noticed as the patient's pulse dropped. The perforation was confirmed by a transthoracic echocardiogram. A pericardiocentesis was performed and a pig tail was left in the patient. Approximately 1000 ml of fluid was removed. Heparin was reversed. The patient did require hospitalization and intervention. The patient was reported to be in critical but stable condition post transfer to the ICU. The event was life threatening. The physician¿s opinion regarding the cause of this adverse event is that it was device related. However, the event¿s causality was not due to any malfunction of the bwi products. Perforation occurred during ablation. The patient had 8 ablations prior to the event. Settings during the event include: power control mode / power setting 30 watts / temperature cut-off 50 /irrigation flow setting 30ml/min /sheath used is unknown.

Event description:
It was reported that a patient, (B)(6), male , underwent an idiopathic ventricular tachycardia - right (r-idvt) procedure with a smart touch bidirectional catheter, suffered a cardiac tamponade. It was noted that this patient had a medical history of dilated cardio myopathy that may have contributed to this event. It was reported that noise from all electrodes was being displayed on the carto 3 system and on the recording system. The noise was severe on both the carto 3 system and the cardio lab. However, ECG signals were available to monitor the patient¿s heart rhythm. The noise would clear up and go away when the grey ring where the cable connects to the catheter was held tight and turned slightly. The cable was disconnected and reconnected. After, the cable was replaced with no resolution. The catheter (B)(4) was then replaced with the same type of catheter (B)(4) and the issue resolved. The catheter (B)(4) did not enter the patient's body. This complaint reported was not indicative of a reportable event. It was also reported that a map was created of both the left ventricle (lv) and the right ventricle (rv). The site of interest was in the base region of the rv. There were unsuccessful ablations with the 4mm navigational catheter. The physician switched to a smart touch from the 4mm navigational catheter. A >95% paso match was found. The ablation was at 30 watts, impedance over 160 and > 30 g contact. When ablating, the temperatures were high at (49). The physician was aware of all the numbers. There was difficulty in manipulating the catheter.